Manufacturer narrative:
The DHR records were reviewed. All implants released were manufactured according to specifications.

Event description:
It was reported that the patient underwent a surgical procedure that used an 8 mm lapidus wedge and 54 mm left lapidus nail.. The original surgery took place on (B)(6) 2017. According to the reporter, the patient stated there was slight pain during 8 week follow-up. According to the surgeon, one side appeared fused while the other did not. Doctor stated the patient may have tripped over a dog leash a couple weeks before follow-up appointment. Plan was to leave the nail in at that time. At a later date, a revision surgery was planned to remove the nail and replace with a plate, wedge and screws. During evaluation and investigation, the broken nail x-rays were reviewed as well as all DHR information. All records indicate the implants were manufactured according to specification.